Event description:
It was reported that the right ventricular (rv) lead exhibited increasing and high pacing impedance. The lead was explanted and repl aced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.